Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported by the customer that the needle broke. No patient consequences were reported. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide procedure name and date. 2. What instruments were used to grasp the needle? 3. Where was the needle grasped during use? 4. What was the size of the needle used? 5. What tissue was being sutured when the event (needle breakage) occurred? 6. Does the needle tip retain in the patient's tissue? 7. F retained, were there any patient consequences? Please specify. 8. What is the patient¿s current status? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.